Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received power error detected alarm. The customer¿s blood glucose level was 323 mg/dl at the time of incident. Troubleshooting was performed. The customer reported that the power error alarm recurred after troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device properly received bg readings from contour next blood glucose meter. No communication anomalies noted. Device trace download analysis confirmed the insulin pump alarmed power error and low battery alert. The power management tool confirmed power error and low battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Device received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.